Manufacturer narrative:
The hillrom technician found the brake not set alarm and local bed exit alarm were not working. Per the hillrom service manual, it is necessary for the hill-rom® p500 therapy surface to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. Plug the bed into a power outlet. Set the brake to neutral, and make sure the verbal and audible brake alerts operate correctly. Set the brake, and make sure the alerts stop sounding. Replace parts or adjust the system if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in may 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reset the blower and everything came back on; the device is functioning as designed. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible bed alarm. There was no audible alarm for brake not set alarm or bed exit. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).